Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported the pump would not record a blood glucose value after the customer entered it into the bolus menu. The customer's blood glucose was 142 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.